Manufacturer narrative:
Investigation result: two 2000e china samples were received in opened package from lot 24125013 for investigation; no connecting product was available to support the investigation. The customer reported that "during use, the infusion connectors failed to deliver fluid." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. The first sample flushed successfully on the first attempt. The other sample remained occluded and managed to flush on the third attempt following reconnection. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24125013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the assembly of the affected component has been transferred to an alternative assembly machine, which provides a more consistent injection of fluorosilicone into the valve; this change should ensure the likelihood of reports of this nature are reduced in future. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the 2000e china product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: during use, the IV connectors did not dispense fluid. There were 20 defective units, of which 2 defective products can be returned. No photos are available. A claim is required, along with a complaint response letter and a complaint acknowledgment letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.